Manufacturer narrative:
H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer as it does not necessarily indicate a problem with the initial manufacture or prior repair of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. B3: correction: event date: 11-sep-2022.

Event description:
It was reported that the pump was alarming. The reporter stopped the pump and went over the troubleshooting steps, disconnected the disposable supplies, massaged the tubing and tapped the cassette on a hard surface. After that, the cassette was reattached, however the alarm persisted. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.